Event description:
It was reported that the patient expressed difficulty connecting cassette to pump. Once connected a "no cassette" alarm was identified. No clinical consequence or patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. The sample was received in used condition without the original package. The sample was visually inspected. The sample received "don't" present any damaged, kink, or cut that could cause the failure mode reported. The sample was filled with 50 ml of water; the sample was connected to a pump to look for unusual function. No alarms were activated. The failure mode could not be duplicated by functional testing, complaint is not confirmed. No fault was found. No root cause determined as complaint was not confirmed, however CAPA-000814 was open for no disposable alarm issue and currently is in solution confirmation and implementation plan phase. No corrective actions taken as complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).